Manufacturer narrative:
Device returned for evaluation on 12/18/2015. Evaluation narrative - the subject device, one powermax elite, part number 72200616 was received on december 18, 2015 and confirmed to be serial number (B)(4). The reported complaint has been confirmed. Functional testing has discovered a short circuit in the power cord that is causing the motor to run intermittently and heat up. A review of the manufacturing records show this unit was released to distribution on or about november 6, 2014 and has been in the field for over for approximately one year. The root cause of overheating is most likely associated with the short circuit in the power cord which can result in additional current delivery from the control unit and thus generate heat. The complaint investigation has concluded the device has succumbed to wear and tear from use and is in need of repair.

Manufacturer narrative:
The device has not been returned. Due to the device not being returned, we are unable to determine what may have caused the user to experience the reported incident. In the event the sample is returned for evaluation the complaint will be reopened for additional investigation. No further investigation is necessary at this time. (B)(4).

Event description:
It was reported that the device was overheating during the (knee scope) procedure. There was a reported five minute procedural delay. A backup device was available. No patient harm.